Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned device shows that during functional analysis it was not more possible to inflate the balloon probably due to a hole. Visual analysis confirmed the presence of a hole on the balloon. It is also important to notice that the shape of the balloon indicates that it has been inflated under high pressure for a relatively long time. The balloon seems to have been stretched because a lot of marks are visible on it. The hole is located on the distal part of the balloon nearby the distal peak. Based on the information provided, functional and visual analysis, the most probable root cause of the balloon is attributed to contact with bone splinters.

Event description:
It was reported that a patient with a traumatic tibia fracture underwent an unknown ballook kyphoplasty procedure. During the procedure, the balloon was inflated and pressure reach about 320psi. At that time the balloon ruptured. No evidence of contrast leak or balloon fragments. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.